Event description:
It was reported that the patient experienced malfunctions with the pump. There was no adverse impact to the customer's blood glucose level. The customer was able to restart the pump to resolve the issue.